Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was continuing to prompt the apply sample message after the sample had been applied and was displaying an error 5 meter issue message. According to the ot ultra2 meter owner¿s manual, an error 5 indicates that the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported, the alleged issue first occurred on (B)(6) 2013 at 8am. The patient denied using any medications to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 8 days after the alleged issue occurred she developed symptoms of feeling ¿tired and heart beating fast.¿ the patient denied receiving any treatment in response to her symptoms. At the time of troubleshooting, the cca confirmed the patient was using the correct test strips and it was not the first time the meter had been used. The patient was found to be using incorrect testing steps, she was applying blood to the top of the test strip. Replacement products were sent to the patient. The meter and test strips involved in this complaint have been returned to lfs and evaluated by product analysis on (B)(6) 2013 and (B)(6) 2013 respectively with the following findings: the meter and test strips passed all testing with no faults found. This complaint is being reported because, the patient claims due to the alleged issue, she developed symptoms suggestive of hypoglycemia. This incident description contains information from related (B)(4).

Manufacturer narrative:
The meter and test strips involved in this complaint have been returned to lfs and evaluated by product analysis on (B)(4) 2013 and (B)(4) 2013 respectively with the following findings: the meter and test strips passed all testing with no faults found. If lifescan obtains additional information, a supplemental report will be submitted. At this time, lifescan considers this matter closed.